Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). See section for product information received. The expiration date is currently unavailable. Device not returned.

Event description:
The sales rep reported that during an acl repair that the customer's omnispan meniscal repair system, 27 degree needle did not deploy the 2nd implant. The surgeon then went to remove the 1st implant and it just pulled out of the tissue. The surgeon completed the procedure with a second like device right adjacent to the first attempt with no patient consequences or delays. The sales rep reported that the surgeon removed the first implant since it did not have good purchase and chose to go next to the spot in a new hole to ensure a tight fixation.